Event description:
The manufacturer was informed that a perceval sutureless aortic heart valve pvs23 implanted on (B)(6) 2023 was explanted on (B)(6) 2023 due to patient presenting with dizziness symptoms and blood clot observed on the valve. Intra-op and post-op echo images are not available to the manufacturer. Replacement valve was from a different manufacturer (medtronic avalus valve). Based on additional information received, the patient's relevant history, risk factors and medications are unknown, while no coagulation disorders are referred. Reportedly, anticoagulation therapy was stopped midway due to deviation in the ascending line and patient inr was 1.08. There were no abnormal geometries in the native patient annulus and no difficulties were encountered in valve implant/positioning. The redo surgery was uneventful with good patient outcome. There was no reported device functionality issue nor hyper-attenuated leaflet thickening related to the perceval valve.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model#: icv1209, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) perceval heart valve at the time of manufacture and release. Further investigation is ongoing on the returned prosthesis. The manufacturer will submit a follow up report upon completion of the investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. The device was received by the manufacturer for analysis. Gross examination revealed a slightly stenotic prosthesis with thrombotic depositions on almost all surfaces. Histological analysis revealed inflammatory cells and rod-shaped gram+ bacteria spread inside the thrombus depositions. Inflammatory cells were also present inside the pericardium. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. Based on the results of the investigation performed by the manufacturer, the root cause of this event shoud be traced to non device related factors. It is possible that the patient¿s clinical history and risk factors may have contributed to the event observed in this perceval s valve. However, this cannot be ultimately be confirmed since poor information on patient clinical history was provided.

Manufacturer narrative:
The manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of any further information.

Event description:
The manufacturer was informed that a perceval sutureless aortic heart valve pvs23 implanted on (B)(6) 2023 was explanted on (B)(6) 2023 due to patient presenting with dizziness symptoms and blood clot observed on the valve. Replacement valve was from a different manufacturer (medtronic avalus valve). Based on additional information received, the patient's relevant history, risk factors and medications are unknown, while no coagulation disorders are referred. Reportedly, anticoagulation therapy was stopped midway due to deviation in the ascending line and patient inr was 1.08. The redo surgery was uneventful with good patient outcome. There was no reported device functionality issue nor hyper-attenuated leaflet thickening related to the perceval valve.